Event description:
Discrepant results for blood gas analytes. Pt 1, initial ph result 7.749, pco2 result 12.7 mmhg, po2 result 114.8 mmhg. Same sample repeated gave results of 7.384 for ph, 37.1 for pco2, and 83.3 for po2. Pt 2, initial ph result 7.875, pco2 result 7.8 mmhg, po2 result 115.5 mmhg. Same sample repeated on different instrument, same method, gave results of 7.383 for ph, 20.8 for pco2, and 76.8 for po2. Initial results were not reported. The field service representative also noted a sample in which the initial co2 result was 15.8 mmhg, repeat result was 50.4 mmhg. The field service representative determined the cause to be a problem with the electrode. The instrument was repaired.